Event description:
Facility reported an extravasation of approximately 140 cc's. The contrast extravasated very deep in the tissue and could not be detected by the eda patch. Patient was referred to a plastic surgeon for consult. No additional follow up regarding the condition of the patient was made available.